Manufacturer narrative:
On 4-19-2023, the following information was reported: during the pump system check, a minimum fill notification was not received. A pump air leak was not detected. H6 (remove codes 1233, 1383) on 4-19-2023, the following information was reported: during the pump system check, a minimum fill notification was not received. A pump air leak was not detected. H6 (remove codes 1233, 1383).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple occlusion alarms occurred. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received. A pump air leak was detected. There was no reported impact to the customers blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.